Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Event description:
It was reported that the customer had high blood glucose levels of 465 mg/dl. The customer treated with bolus from the insulin pump. The customer reported that the sensor was not connecting to the transmitter of the insulin pump. Troubleshooting was done. The customer reported a bent sensor from the insulin pump. No additional information was provided.